Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that all impedances on all electrodes were high . Plans for a revision are being set up. The patient has a planned appointment to discuss the revision and the leads will be sent back for analysis after surgery. The patient says she didn't fall or have any contributing factors to have caused impedances to be high/out of range. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient met with a manufacturer representative (rep) to reset their device and clear the power on reset (por) message. It was discovered that all electrode contacts were out of range (oor). There were no external factors identified. The rep was able to reprogram the device and the patient was able to feel stimulation. It was also discussed that the patient should make an appointment with the doctor to look at her leads; it was unknown if surgical intervention was planned. There were no further complications reported or anticipated.